Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Device is not distributed in the united states, but is similar to device marketed in the USA. Based on the provided x-ray the breakage of the pfna-ii nail was confirmed. The breakage runs through the wall of the head element/blade hole. However, the provided picture does not allow for any determination of the root cause. Product was not returned, therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A device history record (DHR) review was conducted: part: 473.022s. Lot: 8018968. Manufacturing site:(B)(4). Release to warehouse date: 20. Aug. 2012. Expiry date: 01. Aug. 2022. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 a patient was implanted with a proximal femoral nail antirotation (pfna) system. Postoperatively on an unknown date patient presented with a nonunion and a broken pfna nail. Removal of broken nail and revision with trochanteric fixation nail, advanced (tfna) with augmentation was performed on an unknown date. No further information provided. This report is for (1) pfna-ii ø10 long r 130° l420 tan. This is report 1 of 1 for complaint (B)(4).